Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false negative" result. Customer reported receiving sawtooth pattern curves on both fam and cy5 channel. The results of the run were negative with internal control amplifying properly. Subsequent runs of the samples yielded no further errors. Review of the run files confirmed the complaint. The curve oscillation shows issues with the instrument. In future pm, the pressure plate was adjusted. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 11mar2013, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. Samples returned included the run file. Run file shows the saw tooth pattern for both fam and cy5 channels with the results being negative for CT and tv. Root cause cannot be determined with the information provided. Complaint is confirmed by review of run file provided by the customer. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h.10.

Event description:
It was reported that wile running bd max¿ system, bd max¿ instrument, a false negative result was received. There was no indication that results were reported, and there was no patient impact. The following information was provided by the initial reporter: strange sawtooth pattern in the chlamydia and trichomonads channel. Results negative. Internal control worked.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that wile running bd max¿ system, bd max¿ instrument, a (B)(6) result was received. There was no indication that results were reported, and there was no patient impact. The following information was provided by the initial reporter: strange sawtooth pattern in the (B)(6) channel. Results (B)(6). Internal control worked.